Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit was cut/open and inspected and found corroded/moisture damage inside the pump. Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Insulin pump received with cracked select button keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir/pcap lock properly inside the reservoir tube. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked and fluid under the liquid crystal display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.